Event description:
The user facility reported a hose separated on a system 1e processor, causing water to flood the room where it was located. Facility personnel shut off the water supply and cleaned up the water. No injuries, procedural delays/cancellations, or property damage reported.

Manufacturer narrative:
A steris technician inspected unit and found the 90o factory crimped fitting had separated at the uv assembly outlet connection. The technician replaced the hose assembly and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).